Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05087 and 2134265-2017-05091. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Two days prior to the procedure, the patient stopped novel oral anticoagulant(noac). A 24mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system and the closure device was deployed. It needed to be recaptured, so it was fully recaptured and removed from the patient. A 27mm watchman ® laa closure device & delivery system was then advanced through the access system. It was successfully deployed and released. The was not deep seated in laa prior to deployment. About 30 minutes post procedure, the patient developed a pericardial effusion on the right atrial side. A pericardiocentesis was performed which removed 800-900mls of blood. The blood extracted from the pericardial space was venous blood "dark blood" and not indicative of arterial blood from la/laa. Therefore, the physician thought the effusion may have been caused by an un-specified quad catheter placed in the right ventricle. The effusion was stabilized prior to the patient leaving the lab. The pericardiocentesis drain was removed the following day and the patient was discharged one week later due to another unrelated intervention.